Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.